Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming no disposable, clamp tubing. It was reported the customer changed to another device. No adverse patient effects were reported. No additional information is available at this time.